Manufacturer narrative:
Elevated complaint investigation will be initiated.

Event description:
Customer reported false positive results obtained on the alinity m sars cov-2 assay. The patient was tested on (B)(6) 2021, and the results were positive. The patient was retested on (B)(6) 2021, and the results were negative. The customer confirmed that the false positive results were released outside the laboratory. There was no report of impact to patient management due to this observation.

Manufacturer narrative:
D4 has been corrected from model # to catalog #. Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review customer result log files were reviewed. There is no indication that the alinity m sars-cov-2 amplification reagent kit (list 09n78-095) lot 522690 is performing outside of established design performance specifications. Quality data review device history record / batch record review: the device history records (DHR) review for alinity m sars-cov-2 amplification kit (list 09n78-095) lot 522690 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review for alinity m sars-cov-2 amplification kit (list 09n78-095) lot 522690 (including the components) was performed to identify any internal or post-production use issues related to the reported complaint and associated lot numbers. The search did not identify any records related to the reported issue for these lot numbers. Complaint history review a lot specific complaint review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m sars cov-2 amplification kit (list 09n78-095) lot 522690. A product deficiency could not be identified as a result of this review. Based on the overall results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amplification kit (list 09n78-095) lot 522690 was not identified.